Event description:
The customer reported to olympus, the shockpulse-se lithotripsy system was not turning on. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; no output after connecting the transducer error light came on due to faulty power board, minor scratches and dings on the housing. Based on the results of the investigation, it is likely due to faulty power board. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage. To minimize the risk of electric shock and generator damage, keep all liquids away from the generator. If liquid is spilled into this product, immediately stop the procedure, and contact olympus. If the power cord gets wet, fully dry it before use. Perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Do not twist or turn the transducer or footswitch plugs when connecting them to the generator; equipment damage may result. Olympus will continue to monitor the field performance of this device.